Manufacturer narrative:
Evaluation of the returned lantern revealed a slight ovalization on the distal tip. If the device forcefully pinched or gripped during use, damage such as this may occur. This damage may have contributed to the reported resistance during the procedure. During functional testing, the lantern was advanced through a demonstration benchmark without an issue. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using a lantern delivery microcatheter (lantern), angiographic catheter, and guidewire. During the procedure, the lantern was unable to advance in the middle of the angiographic catheter, and the physician experienced resistance. Subsequently, the lantern was removed to flush the angiographic catheter. After re-insertion, the lantern was stuck again in the middle of the angiographic catheter, and the physician experienced resistance. Therefore, the lantern was removed. The procedure was completed using a new lantern and the same angiographic catheter. There was no report of an adverse effect to the patient.